Event description:
It was reported that a 59 yo female patient, initial left hip implanted on (B)(6) 2013, underwent a revision procedure on (B)(6) 2024, approximately 10 years 3 months post the initial procedure. The patient presented with pain. The hip and liner were revised to a 32 biolox delta head, a 10 degree liner, and a biolox + 0 adapter 12/14. There were no surgical delays or device breakages during the procedure. The patient was last known to be stable following the event. No x-rays were provided. No explanted devices are available for analysis as the hospital will not release them. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 2797284 - 01-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng 2663913 - 162-00-02 - nps std sz 2 1996973 - 70-28-93 - biolox delta femoral head 28mm od, -3.5mm 2297852 - 186-01-48 - integrip cc, cluster 48mm, g1 37144 - 203-96-43 - 11-4137 sryker sys 6 90x13x1.19. Additional information, including the product investigation, will be submitted within 30 days of receipt.